Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13342. It was reported the patient had a stumble, but without trauma. The patient lost effective coverage due to the drg leads having migrated. X-rays confirmed the migration. The patient underwent surgical intervention where the leads were replaced. Stimulation was reportedly restored postoperatively.